Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported they had the implant removed as it had been poking out. They had noticed the ins was poking out about three weeks post-implant. The health care professional (hcp) was unable to remove the lead wires. Even though the implant had been removed, the patient was told they still were not eligible for MRI's because it could fry&#55316;he patient's back or butt. No symptoms were noted. It was further reported from the health care professional (hcp) that it was unknown what caused the device to poke out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.